Event description:
"A 6f silhouette stent placed on (B) (6) 2009...patient complained of pain...stent removed on (B) (6) 2009 with stone lodged in distal hole."

Manufacturer narrative:
Upon receipt and evaluation of the incident device, a follow-up report will be submitted.